Manufacturer narrative:
The events of drainage, delayed healing, and wrinkling are physiological complications, and analysis of the device generally does not assist allergan in determining a probable cause for these events. The device remains implanted and will not be returned. Therefore, no analysis or testing will be done. These events are being reported because medical intervention was required, although device-relatedness has not been established.

Event description:
Healthcare professional reported patient had seri surgical scaffold placed bilaterally on (B)(6) 2015 in a revision to breast augmentation. On (B)(6) 2015, the patient presented with "a little pinhole with a little drainage" on the left side. The wound did not heal, and the patient required incision and debridement of the wound on (B)(6) 2015. The procedure required removal and replacement of the left side breast implant. The physician noted a "pleat of unincorporated seri" at the incision site that was removed.